Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, it was double beeping immediately on power up. The issue was found to be a faulty downstream sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a" double beep no cassette" error during testing. There were no reported adverse events.